Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The plastic tip at distal end was broken off and was not returned. The cable crimps were still attached at distal end cap. Engineering concluded the damage was likely due to mishandling. Additionally, the instrument's female snake wrist disc was dislodged from the proximal end cap. The outer surface of the wrist disc exhibited scratch marks. Engineering concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si lower anterior resection procedure, the articulation of the suction irrigator instrument was broken. The surgeon undocked the arm and removed the trocar and instrument together. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.